Event description:
A customer reported that during cataract surgery of the left eye, the patient experienced a posterior capsular tear during the phaco phase. After vitrectomy, irrigation, and aspiration, the patient was left aphakic due to zonular instability and will be referred to a specialist for a yamane (sutureless) procedure. The current patient condition has not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.